Event description:
It was reported that a shaft break occurred. The 60-70% stenosed target lesion was located in the proximal left anterior descending artery. After rotablation, the 3.50 x 30 mm agent dcb was advanced for treatment. During an attempt to cross the lesion, the shaft broke. The procedure was completed with a different device. There were no patient complications.